Manufacturer narrative:
Evaluation summary: customer report of degeneration was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 2 was bent inward and moderate calcification on all three leaflets. Extrinsic calcific deposits were observed on the outflow surfaces of all three leaflets near commissures 1 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 at the outflow aspect. The free margin of leaflet 3 was rolled toward the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused leaflets 1 and 3 by approximately 5mm at commissure 1, leaflets 1 and 2 by approximately 2mm at commissure 2, leaflets 2 and 3 by approximately 9mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. A suture remained attached to the sewing ring around commissure 3. Sewing ring was cut off in multiple areas around the valve and cut off sewing ring fragments were not returned. Wireform was exposed around leaflet 1 on the inflow aspect. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the implanted annuloplasty ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. In this case, a definitive root cause for early pannus could not be conclusively determined. However, there are no indications of a manufacturing defect. The subject device was returned for evaluation. Summary is attached. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx27 implanted in the mitral position was explanted after 3 years and 10 months of implant duration due to bioprosthesis calcific degeneration with leaflet thickening leading to motion leaflet restriction, stenosis (g. Max 36 and mean 21 mmhg) and moderate regurgitation. The patient had dyspnea associated with minimal exertion and contraction of diuresis. A 28mm non-edwards mechanical valve was implanted in replacement. The patient was noted as to be discharged. Per internal product evaluation, moderate calcification and moderate to heavy host tissue overgrowth were observed on the device. Calcification and pannus let to leaflet motion restricted and stenosis.